Manufacturer narrative:
Approximate age of device ¿ 6 months 9 days. The patient remains ongoing with the exchanged lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was experiencing frequent, nearly sustained, elevations in power and flow. The patient's hgb (hemoglobin) was less than 8 mg/dl and ldh (lactate dehydrogenase) was 674 units/l.. This was elevated above the previous ldh value of 514. Review of the log file by technical services confirmed the power elevations. They stated that there was not enough log file evidence for thrombus. The hcp (health care provider) stated the patient has been followed for high powers and false high flow estimate. A system controller exchange was conducted and the power and flow parameters quickly and steadily rose to levels in the area of 8 l/min and 7-8 w. Review of the log file by technical services stated that the pump was maintaining the set speed and appeared to be functioning as intended. It was advised to reach out to the clinical representative. On (B)(6) 2019, it was reported that the patient was admitted for falsely elevated powers and, thus, elevated flow measurements. The patient's system controller was exchanged due to the odd activity noted in the log file for the non-chronological date sequences. The elevated power and calculated flow remained above baseline. It was stated that ldh remained in high 500, low 600 range which was not "terribly far off" the patient's baseline. The hcp stated that part of the initial event details was made in error. The hgb should have been plasma free hgb. This means that the plasma free hgb being less than 8.0 mg/dl is an indicator that helps to rule out hemolysis. The patient was only admitted due to the observed power elevations and calculated flow elevations. The patient was exchanged to heartmate 3 on (B)(6) 2019. There was low suspicion for pump thrombosis in the setting of power spikes and higher flows. Pump was also replaced due to infection diagnosed on positive blood culture. The explanted pump was with the pathologist and would be returned for analysis. The patient was doing well after surgery, extubated and progressing as anticipated. No additional information was reported.

Event description:
Thrombus was confirmed upon device evaluation.